Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm),the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact information: (B)(6). It was being reported that during a routine check the cs300 intra aortic balloon pump (iabp) had an issue regarding the "battery failed runtime test". When a getinge field service engineer (fse) had inspected the unit he found that there was a battery runtime of 56 minutes but the minimum run time spec is 135 minutes. Than the fse had replaced the (d146-00-0039)battery, sealed lead acid,12v from which the performance of a battery had been increased and the equipment is functional and cleared for the customer's use. There was no involvement of the patient. The defective components were received for further investigation. The final investigation has been completed by failure analysis and testing department.

Event description:
N/a.